Manufacturer narrative:
The investigation into the access site bleeding - major issue has been completed. The device was not returned for investigation. The root cause of the access site bleeding was unable to be determined as insufficient clinical details was provided and no product was returned for analysis. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ b.5 the patient was a male and not a female and was reported incorrectly on manufacturer device report number 1220648-2024-11504. B.7 revised as this information was inadvertently omitted from manufacturer device report number 1220648-2024-11504. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-11504 and should not have been. G.1 revised reporting contact fax number in accordance with updated procedures since manufacturer device report number 1220648-2024-11504 was submitted. H.6 revised component codes from manufacturer device report number 1220648-2024-11504 in accordance with updated procedures. H.10 additional manufacturer narrative instructions for use were revised from manufacturer device report number 1220648-2024-11504 in accordance with updated procedures.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a 78-year-old female patient with acute myocardial infarction / cardiogenic shock was implanted with an impella cp for mechanical circulatory support for st elevated myocardial infarction. The complainant reported the patient developed access site bleeding, which prompted the pump getting explanted after two hours. Medical staff could not control the bleeding. The patient survived the event.